Manufacturer narrative:
D2. Additional medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked into the device hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 20-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) photo and 15 samples for investigation. The customer photo displays a device with blood leakage in the holder and a sleeve that is not properly recovered over the np cannula. The 15 returned samples underwent functional tests, all of which they passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these samples were tested for retraction lockout functionality and all samples passed, being able to be activated properly with no evidence of defects or leakage. Similarly, 30 retained samples were subjected to functional tests and all passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These samples also passed retraction lockout functionality tests, with all samples being able to be activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on the customer photo provided. A CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked into the device hub. No adverse impact was reported regarding the patient or user.